Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 641.1 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On 26-feb-2018 it was reported that the actual residual volume (1.5 ml) was greater than the expected residual volume (0 ml). Per the hcp, the pump should have been empty since (B)(6) 2018 and interrogation showed the pump had dispensed 42.5 ml since the last update. The patient was in a facility and all involved denied any increased tone or withdrawal symptoms. The patient was ¿pretty sedated¿ but that was his typical condition. As 1.5 ml of drug was removed from the pump, the patient was likely never without drug. The patient¿s caregivers did not hear a pump alarm. No further complications have been reported as a result of this event.